Event description:
The float that indicates the water fill level sticks or gets waterlogged. It does not accurately show the water level. The nurses continue to fill beyond the max level and the water spills onto the floor creating a slipping hazard.======================manufacturer response for hyper/hypothermia system, medi-therm iii (per site reporter).======================they plan to initiate a complaint for us. They felt that the float that has failed on several of our units is just worn out and needs to be replaced. We stated we have had their units before and never had to replace the float.